Event description:
It was reported that a patient underwent an ent (ear, nose & throat) procedure with a trudi¿ navigation system and the display monitor emitted smoke. It was reported by the caller that after booting up the trudi¿ navigation system the monitor display had lines on the bottom of the display and then 5 minutes later the monitor was smoking. The system was shot down and the monitor was removed and replaced with one from another system. Additional information was received indicating that the monitor was never on fire, but that the bottom corner looked like it had been smashed into something. The corner front ¿glass¿ part of the monitor was missing and the display components under it were smoking, so they turned it off and connected the display to a different monitor the hospital had on hand. On (B)(6) 2023, is when bwi was made aware that when a different entc reconnected the damaged monitor the following day, it again smoked but did not have flames.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This event is being reported to account for the second event occurred when a different entc reconnected the damaged monitor the following day and again it smoked but did not have flames. The previous event was reported to FDA under medwatch # 2029046-2023-02129. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-mar-2024, the manufacture date of the device was provided. As such, field h4. Device manufacture date has been populated appropriately. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ent (ear, nose & throat) procedure with a trudi¿ navigation system and the display monitor emitted smoke. It was reported by the caller that after booting up the trudi¿ navigation system the monitor display had lines on the bottom of the display and then 5 minutes later the monitor was smoking. The system was shot down and the monitor was removed and replaced with one from another system. Additional information was received indicating that the monitor was never on fire, but that the bottom corner looked like it had been smashed into something. Device evaluation details: it was confirmed that the issue was resolved by replacing the damaged monitor and power cable with other ones that were delivered to the customer. The system is ready for use. The history of customer complaints reported during the last year and associated with trudi system #400036 was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on trudi system #400036, and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).